Event description:
Caller reported injecting 15-17 units of glargine, half his usual amount, based upon a mobile system blood glucose result of 6 mmol/l taken before breakfast. The customer then had symptoms of severe hypoglycemia, and a same system retest result within 10 minutes was 2 mmol/l. The customer called paramedics and began self-treating by eating sugary foods, some dextrose, drank 1/2 cup of sugar and water. Paramedics arrived and tested his blood glucose repeatedly, times and results not reported, but did not treat him. They stayed with him until his blood glucose stabilized. No adverse event reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.